Event description:
Customer called to inquire about getting training on the insulin pump. The customer mentioned that sometimes the insulin pump gets damaged and fails. Offered to troubleshoot but the customer refused and stated that he took care of it. Customer requested additonal training in spanish. Advised that the trainer will be contacted. Trainer responded and stated that the doctor requests the patient goes to the office for training. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.